Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found. The device functioned as intended during the investigation. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. By introducing air into the reservoir, the customer potentially created a condition that resulted in the delivery of an unintended insulin dose, causing the low bg levels as reported. "User error", therefore, is considered to be a contributing factor to the customer's low bg's.

Event description:
The report indicated that the customer's bg levels decreased continuously within the first day of wearing the pod. His levels ranged from 61 mg/dl down to 35 mg/dl over the final 2.5 hours. Though he treated each low reading with a glass of apple juice, his bg's continued to lower - no increase was recorded during this time. The pod was finally deactivated and will be returned for evaluation.